Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, an iol was damaged at the haptic / optic junction which was noticed during the implantation of the lens. The technician was witnessed dropping the injector on the floor while still in the tear away package. Additional information has been requested.